Manufacturer narrative:
Correction to h10: it is unknown if there were any abnormalities in the accessories used for reprocessing. It is unknown if the customer immersed the endoscope in detergent solution. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, there were no abnormalities in the accessories used for reprocessing, the customer did immerse the endoscope in detergent solution, it is unknown if customer wiped the air/water nozzle with clean lint-free cloths/brushes/sponges, it is unknown if customer flushed the nozzle with detergent solution, the customer flushed the nozzle with water and air. The device was returned and evaluated, and the customer¿s allegation of water pipe clogged was confirmed. Device evaluation found due to clogging of nozzle, no water was fed. In addition to foreign object in the nozzle, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a scratch, connecting tube had buckling, plastic distal end cover had a dent, adhesive around light guide lens was peeled, adhesive around objective lens was peeled, paint on suction cylinder was peeled, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, color ring had a crack, connecting tube had a wrinkle, scope cover plate had peeling, switch 4 had wear, switch 2 had a scratch, grip was shaved, universal cord had a scratch, indication on suction connector was peeled, electrical connector had discoloration due to water leakage, due to clogging of nozzle, no air was fed, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a chip, due to wear of angle wire, the play of up and down knob was out of the standard value, mouthpiece was loose, and due to adhesive peeling around objective lens, streak of flare appears in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lusera colonovideoscope water pipe clogged, and water could not be delivered. The issue was found during preparation for use, and the intended procedure was completed with a similar device. There were no reports of patient harm. During evaluation of the returned device, it was found that a foreign object clogged the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.